Manufacturer narrative:
Based on information provided, kci is reporting this event as a use error as per the nurse the patient did not follow the instructions for intended use of the v.a.c. Freedom¿ therapy (system). Device labeling, available in print and online, states: the v.a.c. Freedom¿ therapy (system)has been designed to deliver the proven benefits of v.a.c.® therapy in an easy-to-use system that fits patients¿ active lifestyles. Understanding its functions and being able to identify and resolve potential problems is essential to providing effective therapy. In order for kci products to provide safe and proper performance: the product must be used in accordance with user guide. Note: in the event of an emergency, please contact, our local emergency response number and your treating physician or home health agency. Warning: under clinician supervision replace v.a.c.® dressing with an alternate dressing if therapy is interrupted for more than two hours.

Event description:
On feb 27 2018, the following information was reported to kci by the nurse: the patient was using the v.a.c. Freedom¿ therapy system and swallowed the unit's power cord, the v.a.c.® tubing, and the t.r.a.c.¿ pad. Part of the materials were removed at the time of the event and the patient was sent to the hospital to have the rest removed. The patient was using the device due to a previous surgical procedure. On feb 28 2018, the following information was reported to kci by the nurse: the patient was discovered choking on the "black brick" when he was attempting to swallow the entire power cord. The patient had some severe discomfort and temporary respiratory distress as a result of these events. The part of the power cord the patient was able to swallow was removed at their facility. The patient was sent to the hospital and was scheduled to have endoscopy to remove the v.a.c.® tubing and t.r.a.c.¿ pad, which had been confirmed were still in the patient's stomach. The plan was to restart the v.a.c. Freedom¿ therapy system when the patient returns to their facility. A device evaluation is not required as the event was unrelated to product performance.